Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included cervix carcinoma in situ and grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), muscle spasms ("major cramping"), headache ("bad headache"), urinary tract infection ("urinary tract infection"), constipation ("constipation") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the fatigue, bladder disorder, urinary tract disorder, muscle spasms, headache, weight increased, constipation and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 22-feb-2010, 16feb2010 patient received treatment for events - abdominal pain, dysmenorrhea (cramping), menorrhagia, pelvic pain both side- 1 trailing coil. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and urinary tract disorder , urinary problem, cramping, weight gain, headache, nausea, constipation, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included cervix carcinoma in situ and grand multiparity. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), muscle spasms ("major cramping"), headache ("bad headache"), urinary tract infection ("urinary tract infection"), constipation ("constipation") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on(B)(6)2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the fatigue, bladder disorder, urinary tract disorder, muscle spasms, headache, weight increased, constipation and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2010, (B)(6)2010 patient received treatment for events - abdominal pain, dysmenorrhea (cramping), menorrhagia, pelvic pain both side- 1 trailing coil concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and urinary tract disorder , urinary problem, cramping, weight gain, headache, nausea, constipation, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6)2020: mr received. Lot number added. Medical history, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), muscle spasms ("major cramping"), headache ("bad headache"), urinary tract infection ("urinary tract infection"), constipation ("constipation") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the fatigue, bladder disorder, urinary tract disorder, muscle spasms, headache, weight increased, constipation and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 patient received treatment for events - abdominal pain, dysmenorrhea (cramping), menorrhagia, pelvic pain concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and urinary tract disorder , urinary problem, cramping, weight gain, headache, nausea, constipation, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reported added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, patient received treatment for events - abdominal pain, dysmenorrhea (cramping), menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problem, urinary problem, fatigue , she didn't undergo essure confirmation test were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.